Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a tool was broken during a spondolistesis operation and the broken piece was left in the spine bone and not removed. There was a five-minute procedure delay to set up another tool. On follow up, it was reported that there were no additional, non-routine actions taken and there was no plan for revision surgery. It was also confirmed that the patient had no further issues post-surgery.